Event description:
It was reported by the patient that the implantable pulse generator (ipg) was checked because their heart "had stopped a couple of times." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45 implantable pacing lead, (B)(6) 2014. (B)(4).